Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission record was reviewed. Atrial-pace on the pvc option being turned on started the competitive atrial pacing behavior. Various forms of atrial lead noise were observed. Both instances caused auto mode switching behavior. Several programming changes were suggested. The current plan is to keep monitoring the patient and pacemaker recordings. A possible cause of noise is the superior vena cava coil slapping on the atrial ring or an outside noise source. No further information is available.